Event description:
It has been reported that the procedure was being performed on a female pt in the labor and delivery department. When the anesthesiologist was opening the ampule of saline, the ampule "exploded" and glass nicked the left ring finger and shards of glass landed on the floor and in the pt's bed. Care was given to the nicked finger and other medical care was declined. The floor and pt's bed were cleaned and another ampule of saline was opened without incident. There was no delay in treatment, no pt death, and no pt complications were reported. On (B)(6) 2012, follow-up info confirms the physician nicked his left ring finger.

Manufacturer narrative:
(B)(4). The sample will not be returned for eval. Follow-up report will be filed if add'l info becomes available.